Event description:
Customer reported ongoing issues with the t:slim pump, including inaccurate insulin reservoir readings. There was no adverse impact on customers blood glucose level. Attempts by the customer technical support team to follow up were unsuccessful, as the contact was unavailable. The customer indicated they would reach out for further assistance when needed, and the case was closed after follow-up attempts were exhausted.